Event description:
International affiliate reports that sterile water leaked from under a confidence kit's cement reservoir cap when attempting to inject cement during a vertebroplasty procedure. A second kit of the same lot was opened and the same thing happened. A third kit was opened and used without issue. Because of the leakage, the procedure was extended by approx one hour and the pt had to be anesthetized with general anesthesia. As the difficulty resulted in a significant delay to the procedure and the need for add'l anesthesia, a medwatch report is being submitted to document this event.

Manufacturer narrative:
Depuy spine has requested returned of the device for eval. A follow up medwatch report will be filed upon receipt of the devices and completion of the evals.